Event description:
It was reported that during a laparoscopic cholecystectomy, the clips didn't close correctly, clips didn't fit on the vessel. The procedure was finished without consequences for the pt.